Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the low voltage lead exhibited high capture threshold and impedance problem. The lead was repositioned in multiple locations, and the lead helix subsequently failed to extend. The lead was not used and replaced during the procedure. The patient was discharged.

Manufacturer narrative:
Further information was requested but not received.